Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 397 mg/dl and it was addressed with a bolus. Reportedly, the customer found small air bubbles and the customer was able to prime the air out.